Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for battery capacity depleted (bcd) in march. Furthermore, the patient received 4 electric shocks and upon review, high capture thresholds were noted on this right ventricular (rv) lead. The patient experienced a syncopal episode. (B)(6)technical services (ts) was consulted and discussed bcd status with the field representative and lack of programming availability. Device replacement was recommended. According to medical records, the device has been explanted and replaced due to normal battery depletion. No adverse patient effects were reported. It is not expected to receive this device for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).